Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) discriminators initially withheld ventricular tachycardia (vt)/ventricular fibrillation (vf) detection and therapy. The healthcare professional reported the patient was currently in sustained vt with no therapy. The crt-d remains in use. No further patient complications have been reported as a result of this event.